Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot gd881565 with no defects noted during batch review that could be associated with the reported condition. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of three reports associated with this event.

Event description:
On (B)(6) 2011, baxter received a call from the home patient's (hp) daughter who reported that the hp, on (B)(6) 2011, had died. The reported cause of death was (B)(6) with subsequent respiratory failure. Baxter contacted the peritoneal dialysis nurse (pdrn) on a subsequent date who reported that on (B)(6) 2011, the hp was hospitalized for respiratory distress and abdominal pain. During the hospitalization in (B)(6) 2011, the hp was diagnosed with pneumonia and peritonitis. The pd effluent was cultured. Treatment was not reported. The pdrn confirmed the date of death of (B)(6) 2011. The causes of death were (B)(6) and respiratory failure. It was unknown if an autopsy was performed. The pdrn stated that dianeal therapy was ongoing at the time of death, but was unrelated to the event.